Event description:
A healthcare facility in china has reported via nmpa reporting system that during routine inspection, an rd900azu neopuff infant t-piece resuscitator was found leaking. The device has since been replaced. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device, rd900azu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p). Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported a leak with the rd900azu neopuff infant t-piece resuscitator was found leaking. Conclusion: without the return of the subject device or additional information, we are unable to determine the cause of the reported event. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Section g4: the rd900azu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china has reported via nmpa reporting system that during routine inspection, an rd900azu neopuff infant t-piece resuscitator was found leaking. The device has since been replaced. There was no reported patient involvement.